Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room due to a high blood glucose (bg) level. No additional information was provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.